Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a single titanium CT smartport. A patient presented to the hospital with port pain, redness and a burning sensation near their port. Staff discovered that the port would not aspirate or infuse. Upon evaluation, extravasation at the subclavian level was witnessed which is consistent with leaking. Radiograph findings may reflect some degree of bony impingement on the subclavian catheter tubing. There were no displaced catheter fragments noted and the port was successfully removed and replaced in the left subclavian vein, without any harm or injury to the patient. It was indicated the reported device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was one port with catheter tubing. As received, catheter tubing and blue boot were attached to the port. The customer only returned the 20cm of catheter tubing. There is a slice/hole in the catheter tubing between the 11-12 cm marks. Bio material was noted to the inside of catheter tubing and port septum. The catheter tubing was confirmed to meet dimensional specifications. No manufacturing non-conformances were observed. The customer's reported complaint description is confirmed for fracture of the catheter tubing. Based on the location of the fracture from the port (~4cm) and the longitudinal slice nature of the fracture, the likely root cause is pinch-off syndrome. This is supported by the port being placed sub-clavian and event description stating, "extravasation at the subclavian level was witnessed which is consistent with leaking. Radiograph findings may reflect some degree of bony impingement on the subclavian catheter tubing". The end user attaches the catheter tubing and blue boot connector to the port during the implantation procedure. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with this item number, contains the following statements: - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).